Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from proximal row 5 to the mid-section of the stent are damaged, deformed and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2017.   It was reported that crossing difficulties were encountered.    A 65% stenosed target lesion was located in a severely tortuous and moderately calcified distal right coronary artery (drca). After pre-dilation with a 3.0 x 24 mm balloon catheter, a 3.50 x 20 synergy¿ drug-eluting stent was advanced however after several attempts, the device still failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.   However, returned device analysis revealed stent damage.